Event description:
The customer's mother called and reported that the insulin pump was not staying on. It was stated the device was giving a low battery alert and turning off. The customer's blood glucose was 189 mg/dl. The customer was called for troubleshooting. Customer stated there was no weak battery alert received and the batteries had not been previously used. There were reportedly no unattended alarms or daily set rewinds performed and the backlight was not being used frequently. The customer did not have a new battery with which to perform further troubleshooting. The customer hung up and the customer's mother was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.